Event description:
It was reported that the log files were submitted for review. It appeared that the log files contained 4 low flow estimates that weren¿t sustained long enough to trigger low flow hazard events. The patient was not symptomatic. The patient had several outpatient (op) procedures on (B)(6) 2026, (B)(6) 2026, and (B)(6) 2026 for chest exploration and sternal washout with wound vacuum placement. The patient appeared well and had no complaints.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.